Event description:
The rptr did back to back blood glucose tests, within minutes, using separate fingersticks. The results were 140, 92 and 130 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, it was noted that the rptr had been using expired strips, and had not cleaned the meter in more than six months. Rptr was trained and cleaned the meter. Has new strips; will do a control test and call if any problem. No harm was alleged.